Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. All information reasonably known as of 11may2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by o&m halyard, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to o&m halyard, inc. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Other text : device not returned

Event description:
O&m halyard, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 9616096-2020-00001 for the first patient. Refer to 9616096-2020-00003 for the third patient. It was reported that staff members had an reaction and reported respiratory distress to employee health during use wearing an (unknown product number) yellow procedure mask. Additional information was received on 23-april-2020 that states the product code identified was 47117 and lot number lot: am0073101. It was reported that 3 have employees reported to employee health for itching, burning, to rashes, difficulty breathing and an employee used benadryl. The employees changed the mask to after having a reaction. Additional information was received on 24-april-2020 that states (2) facilities listed for this complaint (B)(6) medical center, different addresses, same alert date and stock codes. Additional information was received on 28-april-2020 that states the duration of use wearing the mask was between 5 minutes to 8-12 hours. There was no medical intervention provided and the issue was resolved and stopped "when the mask was not worn or the type/brands were changed." No additional information provided.

Manufacturer narrative:
We received three (3) unused representative samples with no product packaging. The samples were evaluated under ambient light conditions. The samples were found to be assembled according to the specification drawing. All three (3) samples were inspected on the outside and the inside. There are no sharp edges, no protruding fibers or foreign materials observed. One mask exhibits what appears as two bond points where there may be holes. One apparent hole is observed from the outside of the mask at the top of the mask and the other apparent hole is observed at the bottom of the mask in the area of ultrasonic bonding. The areas were viewed under magnification. The holes at both bond points is confirmed. The layer of material is missing inside the bond points. We are unable to confirm the complaint of allergic reaction with the evaluation performed in the lab. The device history records (DHR) evaluation was performed for the product code 104711765 and lot number am0073101 that was identified in this complaint. According to the documented records, the product was manufacturing according to the approved manufacturing procedures, specifications and then released by quality assurance. A quality nonconformance was not reported at the time of production. All information reasonably known as of 30jun2020 has been included in this health authority report. Should additional information be obtained. The information provided by o&m halyard, inc. Represents all of the known information at this time. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.